Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the initial deployment attempt was too deep and the valve was recaptured twice. It was reported that the patient had minimal calcification on their native valve leaflets. Upon the third deployment attempt, the valve dislodged into the ventricle and the valve was snared. A second valve was attempted to be implanted but was unable to pass through the first valve in the ascending aorta. While attempting to track the second valve, the implanting team was unable to snare the first valve and felt the tab of the valve was subintimal. Further attempts to snare the valve would be risky for the low risk patient so the implanting team decided to convert the patient to an open heart procedure. No additional adverse patient effects were reported.